Manufacturer narrative:
The calibration and qc data from the laboratory management software were acceptable. The investigation determined the event was consistent with a sample-specific discrepancy. The investigation did not identify a product problem.

Manufacturer narrative:
The serial number of the cobas e 801 analytical unit is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys toxo igg results from one patient sample tested on the cobas e 801 analytical unit. The toxo igg result was 0.19 iu/ml (negative). The physician stated that the result did not match the patient's clinical history; a positive result was expected.